Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After the reset, the cgm error code did not reappear. Technical support advised the caller to wait 20 minutes before starting the sensor session, which the caller understood and acknowledged.